Event description:
Patient with a trach was being prepared for discharge home. The parent placed feeding tube into pt. Pt became irritable after the feeding. Feeding tube was found in the pleural space. A hole was found in the lung, along with 73 cc. Of milky white fluid. The fluid was removed with a chest tube.